Event description:
The sensor transmitted a dampened waveform reading. Technical heart failure specialist (thfs) stated that the waveforms intermittently appear dampened since at least (B)(6) 2025 but have had an improved, non-dampened appearance since (B)(6) 2025. The abbott rep stated that there are no known physiologic or environmental changes that could be contributing. The physician is currently monitoring the patient and the sensor readings. Thfs will continue to monitor the readings as well. There were no adverse consequences to the patient. Pending further information.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The sensor transmitted a dampened waveform reading. Technical heart failure specialist (thfs) stated that the waveforms intermittently appear dampened since at least january 2025 but have had an improved, non-dampened appearance since 15may2025. The abbott rep stated that there are no known physiologic or environmental changes that could be contributing. The physician is currently monitoring the patient and the sensor readings. Thfs will continue to monitor the readings as well. There were no adverse consequences to the patient. Thfs reviewed pulse mean analysis (PMA) data on 25jul2025 - no readings have posted since 25may2025. As the patient is no longer using cardiomems, which was determined by a review of merlin net, the information is no longer available.